Event description:
Failure of 4 pedicle screws in pt operated for idiopathic scoliosis. The MFR was depuy (expedia screen). All screws broke at hub connector. I have a picture of the product. FDA safety report ID# (B)(4).